Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that thrombus was identified in the right zenith flex with spiral-z technology aaa endovascular graft iliac leg following implantation in a 69-year-old male patient. The patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure under general anesthesia on (B)(6) 2016. A molding balloon was used without complications. One 7 mm x 38 mm covered stent was placed in the sma and flared approximately 30 degrees. One 6 mm x 22 mm covered stent was placed in the right renal artery and flared approximately 30 degrees. One 7 mm x 22 mm covered stent was placed in the left renal artery and flared approximately 30 degrees. The completion angiogram demonstrated that the devices were patent with no evidence of endoleak, and or device integrity issues. Core lab evaluation of the completion angiogram demonstrated that the devices were patent with no evidence of endoleak or device integrity issues. The patient¿s estimated blood loss was 800 cc, and no blood products were given intra-operatively. The patient was discharged on (B)(6) 2016, and no adverse events were reported. On (B)(6) 2016, a post-procedure CT was performed. The devices were patent and there was no evidence of separation of components, device integrity issues, or endoleak. Core lab evaluation of the post-procedure CT concurred with the site findings. On (B)(6) 2017, the six-month follow up CT was performed (243 days post-procedure). The devices were patent and there was no evidence of separation of components, migration or endoleak. Device compression and occlusion was noted at the right renal covered stent and thrombus was noted in the right iliac limb. Core lab evaluation of the CT revealed the devices were patent and there was no evidence of separation of components, migration, device integrity issues, or endoleak. Core lab additionally noted ¿significant amount of new thrombus build-up in right iliac limb of bifurcated device causing > 50% stenosis. On (B)(6) 2017, the patient underwent percutaneous placement of a stent and a right renal uncovered stent to treat the right renal stent occlusion and right iliac leg thrombosis. The intervention was considered successful. This report references thrombus occlusion of the right zenith flex with spiral-z technology aaa endovascular graft iliac leg 243 days post op, in which an additional stent was placed in the right iliac artery in an additional procedure

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that thrombus was identified in the right zenith flex with spiral-z technology aaa endovascular graft iliac leg following implantation in a 69-year-old male patient. The patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure under general anesthesia on (B)(6) 2016. A molding balloon was used without complications. One 7 mm x 38 mm covered stent was placed in the sma and flared approximately 30 degrees. One 6 mm x 22 mm covered stent was placed in the right renal artery and flared approximately 30 degrees. One 7 mm x 22 mm covered stent was placed in the left renal artery and flared approximately 30 degrees. The completion angiogram demonstrated that the devices were patent with no evidence of endoleak, and or device integrity issues. Independent laboratory evaluation of the completion angiogram demonstrated that the devices were patent with no evidence of endoleak or device integrity issues. The patient¿s estimated blood loss was 800 cc, and no blood products were given intra-operatively. The patient was discharged on (B)(6) 2016, and no adverse events were reported. On (B)(6) 2016, a post-procedure CT was performed. The devices were patent and there was no evidence of separation of components, device integrity issues, or endoleak. Independent laboratory evaluation of the post-procedure CT concurred with the site findings. On (B)(6) 2017, the six-month follow up CT was performed (243 days post-procedure). The devices were patent and there was no evidence of separation of components, migration or endoleak. Device compression and occlusion was noted at the right renal covered stent and thrombus was noted in the right iliac limb. Independent laboratory evaluation of the CT revealed the devices were patent and there was no evidence of separation of components, migration, device integrity issues, or endoleak. The independent laboratory additionally noted ¿significant amount of new thrombus build-up in right iliac limb of bifurcated device causing > 50% stenosis. On (B)(6) 2017, the patient underwent percutaneous placement of a stent and a right renal uncovered stent to treat the right renal stent occlusion and right iliac leg thrombosis. The intervention was considered successful. This report references thrombus occlusion of the right zenith flex with spiral-z technology aaa endovascular graft iliac leg 243 days post operative, in which an additional stent was placed in the right iliac artery in an additional procedure. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, specifications and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, an expert review of imaging provided was provided. ¿the compression/stenosis of the right renal artery stent at its origin. This is most likely due to aortic wall disease, with plaque compressing the renal artery origin, possibly exacerbated by a very slight distal shift of the p-branch stent graft. However, any distal shift would be very tiny, as the left renal stent looks fine, and the most likely thing is that the aortic wall plaque has encroached on the origin of the right renal artery. The treatment with a secondary stent looks to have been successful, although the lumen of the new stent is still a little on the narrow side. There is a localized collection of thrombus in the right iliac limb of the device, and this has been successfully treated by ballooning and re-stenting. The image reviewer states "the right renal artery problem is most likely due to aortic wall disease, and the right iliac limb thrombus may well be due to some degree of hypercoagulability of the patient. We don¿t know if the patient had been taking anti-platelet medication (eg aspirin) prior to this thrombus formation. The image reviewer also indicated the grafts had the thrombus were the zsle-16-90-zt placed on the right and the right leg high up near the bifurcation of the unibody device. The reviewer later noted "it looks like the thrombus may actually be in the r. Leg of the unibody ¿ it¿s quite high up near the bifurcation. It¿s either in the unibody long limb, in the overlap zone between the unibody and the zsle, or right at the top end of the zsle.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev3 ¿zenith spital-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion. Graft or native vessel occlusion. Surgical conversion to open repair. Renal complications and subsequent attendant problems (e.g., dehiscence, infection). 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. The risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8. Patient counseling information: physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., enoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual bases and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should received follow-up at more frequent intervals. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, an expert review of imaging provided, and the results of this investigation, a definitive cause for the failure could not be established. The image reviewer noted, ¿there is a localized collection of thrombus in the right iliac limb of the device, and this has been successfully treated by ballooning and re-stenting.¿ it was further observed, ¿I can¿t see that either of those problems was due to any inherent problem or failure of the endovascular devices. The right renal artery problem is most likely due to aortic wall disease, and the right iliac limb thrombus may well be due to some degree of hypercoagulability of the patient. We don¿t know if the patient had been taking anti-platelet medication (eg aspirin) prior to this thrombus formation.¿ attempts were made to gather information regarding anti-platelet and anti-coagulant medication; however, this information was not provided. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.